Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient required re-intubation post operatively. Patient developed fever with elevated white count 17.6  ( 4.2-11.0), rapid, shallow respirations. Temperature spiked to 39.5 c. Patient electively re-intubated. Patient treated with zosyn and vancomycin. Pan cultured, all cultures negative. Chest x-ray (cxr) revealed mild pulmonary congestion, left and right basilar opacity compatible with fluid and atelectasis, patient followed daily with cxr. Clinically improved and extubated on (B)(6) 2011. No arterial blood gas (abg) available. Site stated this event is not related to device or procedure but to underlying condition of patient. No further information available at this time.